Manufacturer narrative:
Review of device history records indicates the lot was manufactured and accepted into final stock. There have been no other events for the lot referenced. Corrosion of the female taper of the metal head was observed and confirmed. The event of shell loosening was confirmed. The exact cause of the patient's clinical situation could not be determined because further information such as patient history and follow-up notes are needed to complete the investigation for determining the root cause. No further investigation for this event is possible at this time as insufficient information was received by stryker orthopaedics. If additional information become available, this investigation will be reopened.

Event description:
It was reported that patient was revised on a right hip due to a loose cup. Update: medical records received indicated revision of right hip performed on (B)(6) 2014 due to dislocation. The cup was noted to be "grossly subluxated pre-op" and "significant black corrosion" was observed at trunnion. A broken screw removed as well. The stem was not revised.